Manufacturer narrative:
Section d9 was updated due to part return h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator's breath delivery (bd) and graphical user interface (gui) screens were blank during startup with a solid alarm tone. The device was available for evaluation. A review of the ventilator logs indicates that there was a loss of ventilation prior to the reported event. The service personnel (sp) inspected the unit, could not duplicate the blank display issue. Sp found codes indicating power on self test (post) failure and readings out of range, and therefore, replaced the breath delivery unit (bdu) central processing unit (cpu) printed circuit board assembly (pcba). The unit passed all the required calibrations and tests as per the manufacturer specifications at the time of service. One bd cpu pcba was returned to medtronic for analysis. The returned component was visually inspected and functionally tested with no malfunction or product deficiency observed. The likely cause of the reported blank screen was the post failure. Although the direct-current (dc) to dc converter pcba was not replaced, the readings out of range codes and the service manual indicate the cause of lov to be the dc-dc converter pcba, which can fail and subsequently power up the ventilator, allowing it to continue functioning. The customer has been notified to consider replacing the dc-dc converter pcba. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator's breath delivery (bd) and graphical user interface (gui) screens were blank during startup with a solid alarm tone. Although it was reported there was no patient involvement, a review of the logs indicate the ventilator was in use on a patient and the ventilator had a loss of ventilation at the time of the event. The device was available for evaluation. The service personnel (sp) inspected the unit, could not duplicate the blank display issue, but found multiple out of range background codes. Sp also found codes indicated post failed and, therefore, replaced the breath delivery unit (bdu) central processing unit (cpu) printed circuit board assembly (pcba). Additionally, sp flashed the software to latest revision. The unit passed all the required calibrations and tests as per the manufacturer specifications at the time of service. The unit passed all the required calibrations and tests as per the manufacturer specifications at the time of service. Although the direct-current (dc) to dc was not replaced, the codes and the service manual indicates the cause of lov to be the dc-dc pcba, which can fail and subsequently power up the ventilator, allowing it to continue functioning. Also, the cause of the post failures were was isolated to a potential fault in the bdu cpu pcba. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator's breath delivery (bd) and graphical user interface (gui) screens were blank during startup with a solid alarm tone. The ventilator was not in use on a patient at the time of the reported event. Although it was reported there was no patient involvement, a review of the logs indicate the ventilator was in use on a patient and the ventilator had a loss of ventilation at the time of the event. There was no reported injury to the patient.